Manufacturer narrative:
The subject device is not expected to be returned, as the issue was resolved during troubleshooting over the phone with the customer. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Event description:
The nurse at the user facility reported the endoscope reprocessor was displaying error code e61. There was no patient involvement. The olympus field service engineer (fse) called the customer and instructed the user to replace the filters in the pre-filter assembly and then try and run another cycle. The user was able to run cycles with no errors. The fse advised the user that too little water flow can cause e61 errors.